Event description:
The device was used during a reconstructive protolectomy procedure. Reportedly, the knife did not cut completely. The surgeon applied another device.

Manufacturer narrative:
The cause for the difficulty reported could not be reliably determined as the anvil and center rod were not returned to the MFR for evaluation.